Event description:
As reported by distributor, customer indicated that air is being aspirated from the saline and contrast ports of the 3-valve disposable transducer manifold during use. There has been no air injection or pt injury. The manifold is sold bulk, non-sterile to the distributor.